Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had oversensing of noise. The lead was removed and a new lead was implanted. The patient was observed to have muscle twitching during lead extraction. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. The analyst noted that the distal portion of the lead was returned and a fracture was found at 23.5 cm and an insulation breach at 20.5 cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The rv pacing impedance was found to be varying. The lead detection was programmed off. The patient was issued a lifevest. The patient will undergo further evaluation with an electrophysiologist. The lead remains in use. No patient complications have been reported as a result of this event.